Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Laboratory analysis could not confirm the clinical observations. Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. Visual observation noted the presence of dried blood/body fluid in the lumen. Cuts in the insulation were also observed at twenty three centimeters, twenty six centimeters, and at thirty eight centimeters from the terminal pin and most likely from the explant procedure. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits except for the pressure test which failed at the thirty eight centimeter cut. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Helix mechanism failed to retract most likely due to dried blood in mechanism.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high threshold measurement as of 4.5v at 1ms during a routine follow up. The lead was observed to have dislodged. A revision procedure was performed. The lead was explanted replaced. No additional adverse patient effects were reported. Boston scientific received information that during a routine in-clinic follow up, this right ventricular (rv) lead exhibited high threshold measurements. The lead was observed to have dislodged. A revision procedure was performed. The lead was successfully explanted and replaced. No adverse patient effects were reported.